Manufacturer narrative:
A picture showing the labeling on the package was returned. The complaint of micron filter leakage can not be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unknown date involving a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 272 cm. The customer reported that a patient had a systemic anti-cancer therapy (sact) treatment running and pressed the call bell to alert a member of staff that there was some leakage from the micron filter. There was no visible damage, and the leakage was a minimal amount. The line was removed and discarded following spillage protocol. There was patient involvement but no report of patient harm.